Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time and improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the small battery drive device made a strange noise and did not spin the pins. During in-house engineering evaluation, it was determined that the made an unusual noise, the electronic control unit (ecu) cover plate came off and was damaged, the bearings, seals and planetary wheels were worn out and the motor was corroded and rotated roughly. The device also failed pretest for failed bench test. It was unknown if there were delays in the surgical procedure. A spare device was used complete the procedure. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.